Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the analysis site replaced the rotational and translational cables. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was sent for repair because there's a problem with the green cable. It was not noted if the issue occurred during a procedure. No patient consequence reported.